Manufacturer narrative:
N/a.

Event description:
File broke during procedure approximately 3-5 mm remained in the canal. Broken piece was not removed. Clinician bypassed and filled around broken piece.